Event description:
Further follow-up revealed that the patient went downhill and underwent vns explant. It was reported that the patient has experienced two episodes of vomiting since vns explant. It was reported that there is concern that the patient has sustained some vagus nerve damage from the revision performed in (B)(6). It was reported that the patient does not experience any difficulty swallowing or voice changes, but seems to have gastroparesis. The patient will have a gi consult to see about managing the symptoms. It was reported that the explanted generator and lead were discarded by the explanting facility; therefore, no analysis can be performed.

Event description:
It was reported that since generator and lead replacement, the patient has been experiencing severe nausea and has lost twenty pounds. It was reported that the patient had been started on a new medication following generator and lead replacement so this was discontinued; however, the nausea continued. The patient underwent a gi scope and was reported to be fine. Device diagnostics were reported to be within normal limits. It was reported that the physician and physician assistant do not know whether the symptoms are related to vns and the patient is still being monitored. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient continues to experience severe nausea and vomiting. The device was programmed off on (B)(6) 2015 and the symptoms improved slightly; however, did not resolve. The patient underwent a complete gi exam and was cleared of any issues. The patient underwent surgical consult; however, no known surgical interventions have been performed to date.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Manufacturer narrative:
Suspect device UDI: (B)(4).